Event description:
A caller reported experiencing an occlusion alarm that could not be verified in the pump history, with similar incidents occurring intermittently over approximately six weeks. The customer did not report any adverse impact on their blood glucose level, and the glucose levels did not exceed 500 mg/dl or register as "high" on the cgm. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer resolved the issue by resuming insulin without changing supplies and reported recurring occlusion issues.